Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an error code 21513 (uso sensor failure). This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3 and h6. H11: the device was received for evaluation. Functional testing was performed, and it was determined that the device meets specifications. The event history log was reviewed, and the reported failure was confirmed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified in the event history log. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.